Manufacturer narrative:
Corrected data: h4 (device manufacturer date was incorrect on the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the worn-out output connector could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis exera ii xenon light source frontal display was blinking. The issue occurred before a procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the issue occurred due to defective filter and mesh turrets which did not work. It was also noted that the output connector was worn out and the rear panel and rear foot were deformed. There was also a non-original xenon lamp in the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.